Event description:
The reporter stated that the device result was 300+ mg/dl prior to going to bed. She dosed 5 units of humalog and her husband could not wake her up at 2am. He attempted to give her glucose and then called 911. When the emt's arrived, they checked her glucose and the level was 41mg/dl. She was treated and taken to the hosp.